Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed broken force sensor. The patient's blood glucose at the time of incident was 5.9 mmol/l. The patient was vacationing in southern spain; the patient was concerned that there was a link between swimming and the broken force sensor. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to corrosion on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement or verify the pump error 35 due to a critical pump error. Corrosion was also found on the battery tube, force sensor and motor during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.